Event description:
An astral device was returned to resmed for routine servicing. There was no allegation of device malfunction. During the evaluation of the device at the resmed service center the device failed to pass its internal self-test. The device was not in use therefore, there was no patient involvement. MFR ref#: 3004604967-2015-00155.